Event description:
It was reported the patient had not charged nor used her scs system since (B)(6) 2015 prior to having an unrelated surgery. Consequently, the ipg was deemed inoperable. In turn, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model thus resolving the issue.